Event description:
International distributer contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient experienced intermittent vibration.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent vibration. Patient told distributor that the vibration was running continuously on device.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent vibration. The root cause was determined to be a defective component in the receiver's printed circuit board.